Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was implan ted with an implantable neurostimulator (ins). It was reported that the leads were defective. Impedances of the two leads were bad and there was a loss of pain relief. There were no known environmental, external, and patient factors that may have caused the event. An impedance check showed bad impedance; images were provided showing high and out of range impedances of 40,000 ohms with status' of avoid. In the operating room, the two leads were disconnected from the ins and an impedance check was done with an external neurostimulator and it still showed bad impedance. Surgical intervention occurred where the two leads were explanted, and one new lead was implanted and connected to the ins. Impedance was then good. The issue was resolved at the time of the report. Additional information was received reporting serial numbers of two new leads indicating that 2 new leads were implanted rather than just one.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Section d references the main component of the system. Other medical products in use during the event include: brand name vectris surescan; product ID 977a275 (serial: unknown); product type: 0200-lead; explant date: (B)(6) 2025; brand name vectris surescan; product ID 977a275 (serial: unknown); product type: 0200-lead; explant date: (B)(6) 2025. G2: the country of the event is de h6 codes belong to the leads. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID: 977a275, explanted: (B)(6) 2025, product type: lead. Product ID: 977a275, explanted: (B)(6) 2025, product type: lead. H3. Analysis found non-conformances with the 1st lead. Analysis found that the device had a reliability non-conformance due to broken conductors 3 and 7 at 2.75 to 5.0 cm from the distal end and there were open circuits for 3 and 7, but no shorts between circuits. Analysis also found suspected body fluids observed in the lead. H3. Analysis found non-conformances with the lead. Analysis found that the device had a reliability non-conformance, that the 0, 1, and 5-7 conductors were broken 3.75 to 5 cm from the distal end of the lead. There were also open circuits for conductors 0,1, and 5-7, but no shorts between circuits. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative (rep) reporting that it was confirmed that the correct ins implant date was (B)(6) 2023.

Manufacturer narrative:
Continuation of d10: product ID 977a275 lot# serial# unknown explanted: (B)(6) 2025 product type lead product ID 977a275 lot# serial# unknown explanted: (B)(6) 2025 product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. It was confirmed that one lead was implanted to resolve the issue, they tried to implant two leads, but the second could not be placed. Ins information confirmed, lead serial / implant dates unknown. The cause of the high impedances was not determined. Because of high impedance, therapy could not be delivered right, and loss of pain relief was the result. Leads being returned (tracking info provided).

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the rep. It was clarified that regarding the second lead that could not be placed, there was no issue with the components, no issue with connecting the lead to the ins, and no issue with the ins itself.